Event description:
Customer reportedly obtained results of 110 mg/dl, 62 mg/dl, 37 mg/dl, 45 mg/dl, and 154 mg/dl on the advantage system within 10 minutes. An additional comparison reports results of 501 mg/dl, 472 mg/dl, 334 mg/dl, 282 mg/dl, and 159 mg/dl on the advantage system within 10 minutes. Customer reportedly took 30-35 units of insulin as well as drank 4 ounces of orange juice. No adverse event reported. Requested return of suspect system and replacement was sent.